Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was still having issues emptying. The patient said they had not been able to get it to the right setting, because they had been sick since december with copd, pneumonia, and bronchitis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a return of symptoms ever since they got bronchitis, pneumonia, and fluid in their ears. The patient stated they felt like they were back to square one and it was not doing them any good. The patient wanted to increase stimulation. Syncing with the programmer showed stimulation was on and the patient increased stimulation from 0.6 to 0.7 where they felt stimulation comfortably. It was noted that the patient had an appointment scheduled in (B)(6) 2020. Additional information was received from a consumer indicating that the patient¿s ins worked ¿some at first¿ to resolve their symptoms but it had gotten worse since ¿after (B)(6).¿ the patient stated they go to the bathroom and can't do nothing but then they leave the bathroom, coughs, and leaks. The patient noted having copd, so they cough a lot and leaks with the coughs. The patient noted being sick all of january, having shots, x-rays, and antibiotics for over a month. The patient noted an appointment with their healthcare provider the following day to go over therapy adjustments and that stimulation was increased to 1.1 at their last one. The patient was redirected to their healthcare provider. Additional information was received from a consumer. It was reported that they went back on allergy pills and when they woke up their leg was hurting them and it was like they had to pee, but they couldn't pee. It was stated that the same thing happened on the morning of (B)(6) 2020. They also stated that they were leaking an awful lot, and their bladder sill didn't want to empty all the way, and that that had been going on since implant. It was mentioned that they always felt stimulation at 1.3 so they were assisted with changing to program 6 at 1.0 where they could feel stimulation. It was recommended that they monitor their symptoms after making the change and follow up with their healthcare provider if not resolved. The patient called back two days later reporting the same issues, with emptying the bladder and leaking, and that the changes made last time had not resolved or improved their symptoms. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.